Event description:
It was reported that a malfunction occurred on the pump. During self-troubleshooting, the customer reset the pump, which prevented confirmation of the fault ID. There was no reported adverse impact to the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.